Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the pinch valve tubing and the instrument was back to normal status. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft3 iii results for one patient sample with the cobas e411 immunoassay analyzer. The initial tsh result was 1.09 uiu/ml. The repeated result was 1.11 uiu/ml. The second repeated result was 2.19 uiu/ml. The initial ft3 result was 12.07 pg/ml. The repeated result was 4.16 pg/ml. The second repeated result was 7.57 pg/ml. The customer performed qc after receiving the questionable results and found it was out of range. The questionable results were not reported outside of the laboratory. The tsh reagent lot number was 00512561. The expiration date was requested but not provided. The ft3 reagent lot number was 50783803 with an expiration date of 31-oct-2021.